Event description:
It was reported to philips that the system gave an alert indicating x-ray was not possible. The system was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during undergoing planned treatment. The procedure was completed as planned by restarting the system. The philips remote service engineer (rse) checked the system remotely and confirmed that the system gave an alert indicating defective tube anode, x-ray was not possible. Review of the log file shows x-ray not possible, confirming the malfunction. Upon troubleshooting, philips remote service engineer (rse) checked the system log file remotely and found one of the tube¿s protections caused wrong message regarding the tube anode rotation and requested onsite support. The philips field service engineer (fse) checked the system onsite and found that generator has been switched off alone or by someone with emergency button. To resolve the issue, the customer restarted the system. After restarting the device returned to good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If geometry movement issue occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the issue may resolve, allowing for continuation and completion of the procedure. An unable to perform geometry movement which can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur and as such philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.